Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported during a knee arthroplasty the articular surface would not seat in the tibial tray. Surgery was completed with another device. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products- tibial component catalog#: 00598004701 lot#:unk. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned articular surface found that the dovetail feature was compressed on one side. Scratches and gouges were also found on the part. DHR was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. The most probable root cause for the issue of implant not seating to the tibial plate is foreseeable misuse and failure to follow instructions for use. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.